Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 599mg/dl and had diabetic ketoacidosis. Customer states that they had insulin flow blocked. Customer declined to troubleshoot for high blood glucose. Customer states that she ate peanuts then blood glucose was 467mg/dl which was high. She gave her injection and made her sick. She went ate lunch and it was 500mg/dl. She also states that after she checked it, it was something 400mg/dl. Insulin pump will not be return for analysis.